Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. Although a probable temporal relationship exists between dialysis treatments with the liberty cycler and the patient experiencing chest pain, shortness of breath, cough and subsequent hospitalization for fluid volume overload (hypervolemia); there is no documentation that indicates a causal relationship between fresenius products and the patient¿s adverse events. Per the clinic, the patient did not complete treatment due to onset of acute symptoms which could be contributory to development of fluid volume overload. It was noted the patient was in ccpd training prior to the event. It is unknown how long the patient has been on therapy and if the patient was proficient in completing pd treatments at home according to the doctor¿s prescription. Furthermore, the patient has known/pre-existing significant cardiac comorbidities which potentially may have been a contributory factor. Based on the information received, actual causality cannot be determined. Should additional information become available this clinical investigation will be re-evaluated.

Event description:
Medical records were received from the patient's clinic. Upon review of medical records it was noted that the patient was admitted to the hospital due to chest pain. The patient also reported shortness of breath and coughing at this time. The patient was diagnosed with mild fluid volume overload. The patient was given peritoneal dialysis therapy while in the hospital. Follow up was received from the patient's nurse who reported that the patient has recovered from the event. During hospitalization, it was noted in the medical records that the patient reported experiencing almost daily chest pain for the prior 7-8 months upon hospitalization. Medical evaluation concluded the pt. Was fluid volume overloaded with significant symptomatology and subsequently continued on peritoneal dialysis (pd) therapy while in the hospital. It was noted the patient had a total of 14 pounds of fluid removed during hospital course. Furthermore, the patient underwent a stress test which revealed a small area of ischemia in the mid-anterior septal wall which was medically decided to be a low risk abnormality. Moreover, troponin level was obtained revealing slightly elevated level which was medically determined to be possibly be related to esrd.